Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the right occipital lead fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.